Event description:
Pt went to o.r. For medport insertion. Inserted following appropriate process. Placement checked and returned to medical unit. Tpn given and left chest became edematous. Infusion stopped. Patency checked and okay. Pt scheduled for x-ray. X-ray revealed catheter disconnected from hub. Distal end of catheter is in right atrium and right ventricle. Pt transferred to tertiary facility for removal of catheter.